Event description:
Related manufacturer reference number: 2017865-2022-01030. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device interrogation revealed, high capture thresholds, r-wave amplitude variation, noise and lead fracture on the right ventricular lead. In a procedure on (B)(6) 2021 both products were replaced, the right ventricular lead was capped and the pacemaker was explanted. The patient was in stable condition.